Event description:
Consumer contacted dexcom to report the sensor gave inaccurate blood glucose readings. The consumer reported that he dosed his insulin based on the dexcom device number and his wife had to give him an injection. No medical intervention was needed, no injuries were sustained.

Manufacturer narrative:
Date of medical intervention: (B)(6) 2013.extent of injury: his wife had to give him an injection.description of medical intervention: none.other medications: insulin.current condition of consumer: unknown.